Event description:
A patient reported a leak from their IV set. The pouch was wet with a dry residue. They were unable to determine the location of the leak. The patient clamped the line and terminated treatment and was instructed to report to the clinic. Medication was unknown chemotherapy drugs. Current volume to be infused was 14.3ml.